Event description:
It was reported that the patient has expired. It was learned that the patient expired due to stroke and mitral endocarditis.

Event description:
It was reported that the device was explanted after an implant duration of approximately 9.3 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Event description:
Pt was being transported by ambulance, the parapac ventilator stopped ventilating after 30 minutes of continuous ventilation on critically ill pt. The pt aspirated which possibly caused fluid ingress into the ep line. A non-hydrophobic filter was being used and no filter was being used on the ep line. Ambulance base has been recommended to use hydrophobic filters which they concur with. The pt was manually ventilated. No adverse pt outcome was reported.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. The patient also had another valve implanted. Device not returned.